Event description:
It was reported that the caller already had the equipment packaged up to send back and therefore did not have the serial number. The caller reports that they worked out a long time ago to have a spare recharger, due to their remote location and difficulty, if a replacement was ever needed due to the patient's recharging needs. The recharger would not power on even after being plugged into the desktop charger. The caller reported that the recharger would not find the implant on friday (B)(6) 2023 and so they had to use their spare to recharge the patient. The caller is asking for a replacement for this recharger to have it on hand if needed. The caller is not sure what happened to it, but reports that the patient will sometimes have a seizure while recharging and then the equipment gets pitched or banged. Troubleshooting was unable to be performed as the caller already had the equipment packaged up in a fedex package to send back. Pss contacted rpl and confirmed that the address on their label is still ok to use and that they can still match it up when it comes back without the serial number. An email was sent to the repair department to replace the device. The caller reported that the device does help the patient, but it is not a panacea and the patient still needs medication and medical marijuana. The patient's relevant medical history included that the caller mentioned getting previous replacements and the timelines involved.

Manufacturer narrative:
Continuation of d10: product ID 37651, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 37751 recharger (rtm) (serial number (B)(6)) revealed a damaged recharger board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.